Event description:
It was reported that the "aiming beam fires straight out of fiber at 12,058 joules". The procedure was completed using a second fiber. Patient outcome: "no patient injury reported".

Manufacturer narrative:
(B)(4).